Manufacturer narrative:
Insulin pump powered up properly and no blank display noted. Insulin pump received with the operating currents within spec. And passed the self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Insulin pump was monitored for a day and no unexpected shutting off or rebooting noted. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer's mother reported via phone call that the customer was hospitalized for high blood glucose. Customer's blood glucose was 498 mg/dl. Customer was wearing the device at time of hospitalization. Customer mentioned the device would turn off by itself. Customer's mother wanted the device replaced. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.additional information has been provided by failure analysis that was not included on the initial device evaluation:no damage was found on the c13 lcd isolation tape during our visual inspection.